Event description:
The manufacturer received information alleging a ventilator was alarming, delivering double breaths and continuous flow. The device was not in patient use. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a failure of the active exhalation control module. The active exhalation control module was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the active exhalation control module failing was found to be consistent with proportional valve being stuck in the open position.

Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that allegedly was delivering double breaths and continuous flow. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module was replaced to address the issue.